Event description:
The customer indicated that they had performed antibody screen testing with a patient sample that had a known anti-f, a competitors 3% reagent diluted to 0.8%, and mts anti-igg gel card lot# 111606001-16. The customer indicated that they observed false negative results with the patient plasma tested against the diluted red cells. The customer repeated testing with ocd 0.8% resolve panel a lot# 8ra207 and the same lot of gel cards and indicated that testing was positive for all reagent red blood cells containing the "I" antigen. Erroneous test results were not reported, as the results obtained with the diluted reagent red blood cells did not match those obtained by an alternate method.

Manufacturer narrative:
Gel card malfunction was not identified. Re-test performed by the customer demonstrates expected results were obtained when the mts anti-igg gel card lot# 111606001-16 was tested with ocd 0.8% resolve panel a lot# 8ra207.